Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the customer indicated that there was no patient incident or extended surgical time.

Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent patient safety advisory informing them of the ned for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 03/16/2009 and was last repaired on (B)(4) 2011 for a non-related issue. Evaluation of the device observed the comb, side plates, roller, and gear were damaged. A test mesh and calibration could not be performed due to damage of the comb and lack of cutters. Customer did not return cutters to be evaluated with this device. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.